Event description:
It was reported that the patient has pain, she cannot jog anymore, physical therapy , problem getting out of bed, unstable and pain when there is bad weather.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stryker right hip. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report. Not returned to the manufacturer.

Manufacturer narrative:
The following other devices were added in this report: trident psl ha cluster 52mm; cat# 542-11-52e; lot# hykmkd; 6.5 cancellous bone screw 50mm; cat# 2030-6550-1; lot# h0lmed; 6.5 cancellous bone screw 35mm; cat# 2030-6535-1; lot# 5m8mld; primary secur-fit plus max #10/16; cat# 6054-1016s; lot# 2edmpa; c-taper cocr lfit head 36mm/+5; cat# 9t8mpd; lot# 9t8mpd; it cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An event regarding pain and instability was reported. Pain was confirmed. The instability was not confirmed. No devices were returned for evaluation. Device history review indicates all devices accepted into final stock met specifications. The complaint history review indicates there have been no other events for the lot referenced. A review of the provided medical records and x-rays by a clinical consultant concluded: ¿in this complicated case of severe medical problems, nutritional deficiencies, and osteoporosis, there is no evidence that the stryker components implanted in (B)(6) of 2007 which continued to look stable and well-fixed on (B)(6) 2013 are the source of any significant clinical problems. There is no evidence of factors of faulty prosthetic component design, manufacturing, or materials being responsible for this patient¿s complaints.¿ conclusion: the exact root cause of the reported event could not be determined because the devices were not returned for evaluation. Furthermore, the medical information provided indicated per clinical consultant that in this complicated case of severe medical problems, nutritional deficiencies, and osteoporosis, there is no evidence that stryker components implanted are the source of any significant clinical problems. If the devices and/or additional information are received, the investigation will be reopened and re-evaluated.

Event description:
It was reported that the patient has pain, she cannot jog anymore, physical therapy , problem getting out of bed, unstable and pain when there is bad weather.